Manufacturer narrative:
The exact age of the patient is unknown; however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a three port through the peg jejunal feeding tube (j-tube) 8.5fr was used during a percutaneous endoscopic gastrostomy procedure (procedure date is unknown). According to the complainant, as of approximately two weeks ago, the feeding port cap will not stay closed and was leaking. The patient is scheduled to get a replacement device, the exact date and manufacturer of replacement device, is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.